Event description:
It was reported that during a laparoscopic radical nephrectomy, the active blade snapped off in the scrub assistant's hand when routinely cleaning with a damp swab. Another device was used to complete the procedure. No patient consequence reported.